Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. During procedure, heparin was administered prior to transseptal puncture and after transseptal puncture. Patient's activated clotting time (act) levles during procedure were between 250-300 seconds. The amulet device was deployed into the left atrial appendage (laa), but the device was not stable or compressed sufficiently to ensure the stabilizing wires were engaged. The device was partially recaptured twice. The device was re-sheathed and removed from the patient. A 28mm amplatzer amulet left atrial appendage occluder was then deployed. The device was partial recaptured once before it was implanted. The traction test ensured that the device was secure and was released. Approximately 4 hours after implant, the patient went into cardiac arrest and had cardiac tamponade. The patient was taken to surgery, and it was confirmed that one of the stabilizing wires of the implanted device had damaged the pulmonary artery. A patch was required to repair the hole in the laa from the amulet stabilizing wire, and the pulmonary artery was repaired. The patient was hospitalized in the intensive care unit (ICU) in stable condition.

Manufacturer narrative:
An event pericardial effusion which lead to cardiac tamponade and cardia arrest was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that heparin was administered during the procedure and that the patient's act was between 250-300 within appropriate range. Additional information indicated that the patient was taken to surgery which confirmed one of the stabilizing wires had damaged the pulmonary artery. Based on the information received, the cause of the reported event of was as a result of the stabilizing wires perforating the pulmonary artery. Cardiac tamponade, vessel trauma/injury and cardiac arrest is a possible outcome of the procedure per the amplatzer amulet instructions for use, (B)(4) revision b. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. During procedure, heparin was administered prior to transseptal puncture and after transseptal puncture. Patient's activated clotting time (act) levles during procedure were between 250-300 seconds. The amulet device was deployed into the left atrial appendage (laa), but the device was not stable or compressed sufficiently to ensure the stabilizing wires were engaged. The device was partially recaptured twice. The device was re-sheathed and removed from the patient. A 28mm amplatzer amulet left atrial appendage occluder was then deployed. The device was partial recaptured once before it was implanted. The traction test ensured that the device was secure and was released. Approximately 4 hours after implant, the patient went into cardiac arrest and had cardiac tamponade. The patient was taken to surgery, and it was confirmed that one of the stabilizing wires of the implanted device had damaged the pulmonary artery. A patch was required to repair the hole in the laa from the amulet stabilizing wire, and the pulmonary artery was repaired. The patient was hospitalized in the intensive care unit (ICU) in stable condition.